Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 320 mg/dl while wearing the pod between 25 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
Inspection of the fluid path components found the exposed portion of the soft cannula to be kinked. Fluid was observed to leak from the damaged portion of the external soft cannula during leak testing. Since it could not be determined when or how the damage to the soft cannula occurred, it could not be determined if the observed soft cannula damage contributed to the reported event.